Manufacturer narrative:
B3: date of event: estimated 05/05/2025 d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the arteriotomy locator was kinked. The reported event did not result in patient injury and/or require medical or surgical intervention. No blood loss was reported. Additional information was received on 09jun2025: it was discovered kinked when it was opened. They opened the angio-seal, and they realized that the arteriotomy locator was kinked. Then they simply kept the faulty device for return and opened a new device; however, did not record any patient information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio seal device was returned for product evaluation. The returned device included carrier tube, guide wire, hemostasis sheath, header bag and arteriotomy locator. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The locator was found to have been kinked. No other damage or issues were identified. The complaint was able to be confirmed for a kinked locator. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the device due to handling during device unpackaging. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).